Event description:
It was reported that the suture was removed from the packaging and mounted on needle holder in the normal practice. The needle appeared to have broken off a portion on the end of the needle as it dislodged from the swage.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.